Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to erosion and pain in lower abdomen a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2006 and lynx and polyform were implanted: and on (B)(6) 2008, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with a fixed spinous ligament suspension, and removal of anterior granulation tissue. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent removal of exposed vaginal mesh on (B)(6) 2013 by dr. (B)(6).